Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the patient underwent right internal jugular vein dialysis catheter implantation due to uremia on (B)(6) 2018, and received hemodialysis treatment with the right internal jugular vein dialysis catheter on (B)(6) 2023 after surgery. It was found that the flow of the right internal jugular dialysis catheter was poor, and the dialysis catheter was replaced.